Manufacturer narrative:
A customer from the united states notified biomérieux of false resistant oxacillin results when testing two (2) staphylococcus aureus patient isolates with the vitek® 2 ast-gp75 test kit. An internal biomérieux investigation was initiated; however, the customer's strain was not submitted for investigation. A quality review was performed, which did not identify this issue as a trend for this card lot. Vitek 2 ast-gp75 (lot 2750614103) met final qc release criteria and passed qc performance testing. A root cause for the issue was not identified since the strain submittal is required in order to confirm a discrepancy compared to the reference method.

Event description:
A customer from the united states notified biomérieux of (B)(6) results when testing two (B)(6) patient isolates with the vitek® 2 ast-gp75 test kit. The sensitivity pattern for these two isolates looked (B)(6), so they repeated testing on vitek and using a sensititre¿ plate. Patient 2: (B)(6). There is no indication or report from the laboratory that the discrepant result led to any adverse event related to the patient's state of health. A biomérieux internal investigation will be initiated.